Event description:
It was reported that after initial connection to the ilet pump, the patient experienced progressively rising glucose readings despite no food intake, with the pump displaying ¿high¿ and a confirmatory fingerstick of 415 mg/dl; the family changed the infusion set and later observed a decrease to 384 mg/dl while on the call, and education was provided on early-use dosing based on body weight and the pump¿s learning period. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and completion of troubleshooting and education. Investigation included user guidance on monitoring and timing of meal announcement. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with possible early therapy adaptation or infusion set performance not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.